Event description:
It was reported that during a routine follow-up, this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 3000 ohms. The physician suspected the lead had fractured, so surgical intervention was performed and the rv lead was explanted and replaced. No additional adverse patient effects were reported. The rv lead is expected to be returned back from the field for analysis, this report will be updated upon completion of analysis.